Event description:
The account alleged the side rail was not latching. Not pt impact.

Manufacturer narrative:
The account found the side rail screws that attach the side rail center arm to the frame are loose. The account tightened the side rail screws to resolve the issue.